Event description:
It was reported that during a routine check performed by the customer, the cs300 intra-aortic balloon pump (iabp) was showing distortion in the display, it was faded, and the iabp was not switching off if the switch off button was pressed. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: a1, a3 (to be left blank), b4, b5, e1(initial reporter), e2, e3, g3, g4, g7, h2, h6 (evaluation result codes, evaluation conclusion codes), h10, h11. Corrected fields: d4 (catalog#, UDI#), g7("initial" had not been selected in the initial emdr), h3. A getinge field service engineer (fse) reported that a quotation was submitted and a purchase order (po) is awaiting to be approved. It is unknown as to when the po will be approved. A supplemental report will be submitted if additional information is provided.

Manufacturer narrative:
Communication/interviews: (4111/213) the getinge field service engineer (fse) who evaluated the unit indicated that the customer has not approved the purchase order. The fse followed up with the customer, who indicated that the unit had been repaired. The customer replaced the power supply and the iabp is working.

Manufacturer narrative:
Analysis of production: (3331/213) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213) the overall 12 month product complaint trend data for the period nov 2019 through oct 2020 was reviewed. There were no triggers identified for the review period.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and found that the power supply is defective and needs to be replaced for further diagnose. The iabp was handed over as is and was not clear for clinical use. A supplemental report will be submitted if additional information is provided.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) is showing distortion in display, faded display, and that the iabp is not switching off if the switch off button is pressed. It is unknown under which circumstances this event occurred, or if a patient was involved; however there was no adverse event reported.